Event description:
A malfunction on a pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.